Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted and tethered posterior leaflet. A steerable guide catheter (sgc) (40407r1102) and a mitraclip xtw (40429r1032) were inserted and advanced to the mitral valve. However, difficulties grasping and capturing the leaflets occurred, and a posterior leaflet flail/tear was observed. It was noted that the first implanted clip remained attached to both leaflets. To stabilize the leaflet, the clip was positioned lateral to the tear. A second mitraclip xtw (40515r1071) was inserted. However, while rotating the box, the sgc was not translating to the heart. It was observed that the box was no longer connected to the catheter and was rotating independently. Therefore, the sgc was removed and replaced. The second mitraclip xtw was inserted, and grasping was performed. However, the leaflets were unable to be grasped or captured. It was noted that the second clip also contributed to the flail. Therefore, the clip was removed. The procedure was completed with one clip implanted, reducing the mr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unstable/loose handle was confirmed via returned device analysis. The reported positioning failure of unable to curve and positioning failure of unable to straighten was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unable to curve, unable to straighten, and loose handle were due to the screw backing out from the handle adapter. The screw backing out appears to be due to the user applying high amounts of torque to the sgc while the stabilizer fastener was tightened. There is no indication of a product issue with respect to manufacture, design or labeling.